Event description:
It was reported by the customer that they were experiencing high blood glucose levels of 525 mg/dl. Advised customer to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer declined to verify air bubbles and declined further troubleshooting. Customer's blood glucose level was 413 mg/dl at time of reporting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.